Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause of the reported condition was determined to be a defective micro processing unit printed circuit board. No repairs were performed as the customer refused the service estimate. A service history review determined that this device has not previously been serviced by baxter. A device history review could not be performed as the manufacturing facility of this device is unknown. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infusor pump which was alarming constantly. It is unknown when or at what point in the process this condition occurred. During device evaluation, the reported condition was confirmed as an alarm that interrupted delivery. There was no patient involvement. No additional information is available.